Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2013 during which the surgeon noted there was a small ball-like formation of the mesh where the superficial and deep layers of the mesh were connected likely representing the source of the patient¿s pain. It was reported that the patient experienced chronic pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/30/2021. Corrected information: manufacturing site name and address.